Event description:
It was reported that the bag clasp was hard for the urine to flow through the tube and had a hard time product was sticking together. Per follow up the catheter works fine for a day or 2 but then it starts to stick to itself and prevents it from draining into the tubing/bag. Customer reported that there were no issues with the drainage bag.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bag clasp was hard for the urine to flow through the tube and had a hard time product was sticking together.